Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the pre-close technique was performed via a 14f sheath of the left common femoral artery prior to performing a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred during use of the first 2 perclose prostyle devices. The sutures of two new perclose prostyle devices were successfully pre-placed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.